Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at .048 ml via an implantable pump. It was reported that the patient was positioned prone and after accessing the intrathecal space and there was not good cerebrospinal fluid (csf). There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the hcp using a small gauge needle to inject dye through the catheter after removing the stylet. The catheter was confirmed to be in the correct intrathecal space. Actions/interventions taken included the hcp then placing the stylet back in the catheter to further advance the catheter. When the hcp had the catheter where he wanted it, he attempted to remove the stylet and it appeared to have white along it. There was concern that this was part of the inner tubing of the catheter and a new catheter was implanted. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2025 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.